Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information received: arteriotomy closure of the calcified right common femoral artery(cfa) was attempted using a proglide device via a 7fr sheath after an iliac stenting procedure. Reportedly, resistance was noted when the introducer sheath was placed. There was an occlusion in the common iliac artery and an attempt was made to place the proglide device; however, the occlusion made it impossible to place the device. The occlusion was pre-dilated and then the proglide was introduced without issue. Reportedly, there may have been too much calcification in the cfa. The tip of the proglide device was placed and opening the foot was free from resistance. While pulling back the device, some resistance was noted. The proglide device was deployed but failed to get the suture through the vessel wall. While pushing the device forward, closing the foot, and pulling back on the proglide device, extreme resistance was noted after about 1 cm. The proglide device was not able to be removed. Ultrasound showed the foot was still open and relapsing intraluminal. A cut down was performed and the groin was opened under general anesthetic. Reportedly, the vessel had a tough, thick layer on the inside with some calcification. There was intima, from the anterior part proximal from the puncture side, stripped of the vessel and pulled back through the vessel wall. The intima was fixated at the level of the anchor/suture to the device. The cfa treated with thromboendarterectomy and the vessel wall was repaired with a biological patch. There was no reported adverse patient sequela. Hospitalization was prolonged by two days. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of an unspecified calcified vessel was attempted using a proglide device via a 7fr sheath after an interventional procedure. Reportedly, an unspecified device malfunction occurred. Surgical intervention was performed to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.